Event description:
It was reported that customer experienced difficulty fitting cartridge on pump even after following mobile app instructions, as initial cartridge would not fit during loading process. There was no adverse impact to the customer¿s blood glucose level. Customer changed to new cartridge, which fit and allowed pump to function as intended, and technical support arranged to send replacement cartridge per customer request with no further assistance required.